Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl. Cause was not known. Reportedly, the customer may not have the basal software turned on; however, this could not be confirmed. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.